Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that prior to use the cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion due to interrogation results indicating remaining longevity not available. There was no implant attempt. There was no patient involvement.